Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor readings were inaccurate. A possible drift was suspected. In turn, the patient's sensor was recalibrated via right heart catheterization procedure on (B)(6) 2018. The mean was increased by 43.5 mmhg. Recalibration addressed the issue.